Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during preparation for use, prior to a therapeutic laparoscopic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a broken/damaged protector and cable break were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though no image was not confirmed during evaluation, it is likely that the image was not displayed due to the impact of the cable. In addition, a probable cause could not be identified because no further information was obtained. Olympus will continue to monitor field performance for this device.